Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that caller was getting poor communication trying to connect with pt's ins using the programmer. Tss redirected pt to managing hcp to have device interrogated if she will be needing an MRI of the head or brain in the future. Tss reviewed pt not eligible for spine scan. No further complications were reported/anticipated at this time. Additional information received from the patient stated the hcp was contacted and their next appointment is scheduled for (B)(6) 2022. The cause of the poor communication was due to battery. The steps that would be taken "hopefully removed", so they can have their back issues resolved. The reported issue has not been resolve yet. Additional information was received from the patient. They reported that when asked to clarify if the back issue was related to the device/therapy the patient reported the wires were disconnected from the medical device. 3 wires were disconnected and only 1 wire was still connected. Surgical intervention occurred on (B)(6) 2022 and the issue was confirmed resolved.